Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
The patient was a (B)(6) with a history of intra cerebral bleeding. It was reported that during use in the nicu, the hub separated from the extension line of the catheter that was placed in the male patient's right subclavian vein resulting in dehydration of the patient. Cvp could not be measured and as a result, volume change could not be performed. The catheter was removed and the patient is doing well. Air embolism was a concern but was prevented.

Manufacturer narrative:
(B)(4). Device evaluation: the complaint report states that the hub separated from the extension line of the catheter was confirmed. The actual complaint sample was not returned for evaluation. A photo from the customer was returned. Upon visual examination of the photo, the distal luer hub (brown hub) is separated from the extension line. The report was reviewed; however a comprehensive investigation could not be performed because the actual complaint sample was not returned for analysis. The device history records were not reviewed because the actual lot number was not reported by the customer and a potential lot # could not be obtained. A risk evaluation was completed for this complaint issue. The probable cause of the luer hub separating from the distal extension line could not be determined based upon the information provided and without the actual complaint sample. No further action will be taken.